Manufacturer narrative:
(B)(4). Maquet provides product investigation, analysis and resolution for the device described in this report. Production records reviewed for this lot show the stress and tightness testing passed. This medwatch is related to medwatch report # 8010762-2014-00220 and 3008355164-2014-00108. A supplemental medwatch will be submitted if additional information becomes available.

Event description:
Imp # (B)(4).